Manufacturer narrative:
The customer stated that the initial patient sample run generated a hematocrit and hemoglobin h&h flag on the lh780. The sample was rerun on the hmx which generated erroneous cbc results. The sample was rerun on the lh 780 and generated the correct results, corresponding with the initial run. All quality control sample runs were within specification and no other patient sample was affected. A field service engineer (fse) evaluated the instrument on 07/17/2015 and ran samples between the two instruments and all results matched. He cleaned out the white blood cell (wbc) apertures on the hmx as they had debris in them and replaced vent check valves to both baths and cleaned the blood sampling valve (bsv). He ran 5 samples between both instruments and asked customer to verify. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that erroneous complete blood count (cbc) results were generated for one patient sample run on the on a coulter hmx hematology analyzer with autoloader, compared with sample run and rerun on a coulter lh 780 hematology analyzer instrument, which was considered correct. Sample collection and storage information was not provided by the customer. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.